Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.

Event description:
A surgeon reported there was a small tear in the intraocular lens (iol). There was no patient involvement.